Event description:
It was initially reported by the physician that the pt showed high lead impedance on system diagnostics test. Pt has also shown an increase in seizures over the past month or so. Pt's battery life also showed battery near end of service. Physician stated that vns has provided the most benefit for the pt in terms of seizure control and therefore pt will have a full replacement surgery. Additional info received indicated that a full revision surgery took place. Good faith attempts to obtain explanted products for analysis has been unsuccessful till date. Follow up with the nurse revealed that the last good diagnostics were obtained on (B)(6) 2009. Pt's increase in seizures is related to the non-functioning vns. No pt manipulation or trauma was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.